Event description:
A health professional reported that an anchor-c self drilling screw and an anchor-c cage migrated approximately one month post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported. This report captures the screw.